Manufacturer narrative:
Evaluation summary: product and x-rays are not available for review. The cause cannot be definitively determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007. X-rays taken approximately four months post-op showed radiolucency between the tibial plate and the bone. The surgeon thought that since the mis drop down stem extension had not been used that loosening had occurred. The doctor alleges that the stem extension should have been used. Revision surgery for loosening was performed approx three and a half months later.